Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient had hcp (healthcare provider) turn ins off yesterday due to shocking. The shocking began about a couple of weeks ago. The patient has an appointment monday. The patient would like ins explanted as she believed she is one of the patient's whose body does not accept this therapy. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2014-01298. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).